Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary left attune and lateral retinacular release to treat pain secondary to degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat adhesions secondary to aseptic loosening of the tibial tray. Upon entering the joint, the tibial tray was loose on the lateral side of an unknown interface. The surgeon debrided extensive adhesions and performed a complete synovectomy. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted insert. The patient was revised with depuy components utilizing depuy cement x 1. The procedure was completed without complications. Doi: (B)(6) 2014; dor: (B)(6) 2015; left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.